Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the extension set that was being used as a connector between an arterial catheter and a monitoring set when the extension set cracked and the patient lost about 7cc blood. The heparinized saline solution was placed under pressure to monitor the arterial blood pressure via a transducer set to keep the arterial blood from backing up into the monitoring set. There was no indication of harm was reported.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set showed that the female luer was cracked along its length, opposite the luer gate. No tool marks, crush marks, or over torque were observed around the female luer. There no other damages or any issues. Functional and pressure testing confirmed fluid leaking from the crack. No leaking or any other issues were observed from anywhere else on the set. The root cause of the customer¿s report of a leak was identified as a crack on the female luer.